Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize cassette loaded. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked case by the chassis. During the functional testing, the customer reported problem was able to be verified. The cause of the issue was the downstream sensor. The downstream sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.